Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during the initial inflation at 15 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and patient's status was good.